Manufacturer narrative:
Summary of evaluation: evaluation results received from howmedica kiel indicate that this event is user related.

Event description:
During a workshop demonstration, the tips of the screwdrivers bent and twisted with tightening.